Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range right ventricular (rv) shock lead impedance measurements measuring, greater than 125 ohms. Additionally, during a routine check upon interrogation a code 1005 was found indicating an open circuit during shock delivery. Subsequently, the device was explanted and replaced and the rv lead was surgically abandoned and replaced. It was suspected there was an insulation issue. No additional adverse patient effects were reported.